Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The asymptomatic patient presented in the clinic and the lead was capped and replaced successfully. During the procedure, the blood was noted in the insulation of the atrial lead. The physician decided to repair and lead and kept it implanted. The patient was stable throughout the whole procedure.